Event description:
Pump declared a cartridge change error which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to remove the cartridge and inspect the o-ring, which was found to be out of place and damaged. The caller was assisted in filling a new cartridge, cleaning the pneumatic tap area, and completing the loading process on the pump. The caller successfully loaded the cartridge and resumed insulin delivery.